Event description:
It was reported that 17 months after a coronary artery drug eluting stenting procedure the pt required a target vessel re-intervention (tvr). The lesion being treated in the index procedure was a 3.5mm, 75% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. There were no complications. The pt was discharged 2 days later on plavix and aspirin. Seventeen months after the initial procedure the pt required a tvr. The physician performed cutting balloon atherectomy to treat in-stent restenosis in the prox rca. The pt was discharged 3 days later. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was restenosis of the taxus stent.